Event description:
Tried to fire the laser and it wouldn't fire, and we could smell the smell when it burns out. We removed defective fiber from the sterile field and replaced it with a new fiber. FDA safety report ID# (B)(4).